Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the customer requested the 8100 door latch assembly part number, along with other alaris part numbers. Customer solution provided information for the broken door latch sear. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the to determine the customer reported issue of broken door latch assembly with broken sear. Technical support: 1. Provided part number for their broken door latch assembly. 2. Also provided several other part numbers. 3. Customer will order through their internal process. 4. Ended call. Serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support: customer request the 8100 door latch assembly part number, along with other alaris part numbers. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Event description:
It was reported that the customer requested the 8100 door latch assembly part number, along with other alaris part numbers. Customer solution provided information for the broken door latch sear. There was no patient involvement.